Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned and analyzed. No anomalies were found. Blood/body fluid was present on the outer tubing overlay, which was also breached cut. Blood was found in/on the helix/lobe mechanism, and the helix/lobe was distorted/bent. The lead exhibited apparent explant damage.

Event description:
It was reported that the right ventricular lead exhibited unacceptable thresholds, low impedances, and had dislodged twice. The lead was explanted and replaced. No patient complications have been reported as a result of this event.